Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 199 mg/dl. The customer stated that the alarm occurred during basal. The customer stated that the no delivery was recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated they were unable to push insulin through tubing. The customer was advised to replace the infusion set and reservoir. The reservoir will not be returned for analysis.